Manufacturer narrative:
Conclusions - a root cause analysis could not be determined as the sample was not available for investigation. The device history record or material review reports could not be reviewed as the lot number is unknown. During the manufacturing process, the first PICC catheters are 100 percent pressure tested (flow/leak) to insure the catheter has no leaks or occlusions prior to acceptance. A pull test is performed per the specifications to insure catheter strength and integrity. The reporter did not have any additional information regarding this event. The patient was discharged on (B)(6)2009. (B)(4).

Event description:
The PICC line was inserted on (B)(6)2009. The total length of the PICC was 25 cm and the line was inserted to 19 cm. The catheter was found broken.